Manufacturer narrative:
The report of pump stoppage, low speed, and low flow events was confirmed via the submitted system controller log file; however, a specific cause cannot be conclusively determined. The submitted log file contained approximately 33 days of data, spanning from 26feb2017 at 4:23 to 31mar2017 at 10:55, and captured two consecutive pump stops on (B)(4) 2017 at 1:25. The log file also captured low flow and low speed alarms, along with numerous power cable disconnects. The device operated above the low speed limit for the duration of the log file except during the pump stoppage occurred on (B)(4) 2017 at 1:25 and at 3:46 on (B)(4) 2017. It was reported that the patient displayed heart failure symptoms and his lvas produced multiple low speed advisories, pump stoppage, and low flows. A driveline evaluation was performed on 4/2 and the reported problem could not be reproduced. The physician opted to take no further action at the time. An echocardiogram was performed on (B)(6) 2017 and concluded that there was a stable appearance of the left ventricular assist system (lvas) and that there was no acute disease in the chest. The patient was listed for a transplant and received one on (B)(6) 2017. The patient had been an inpatient since the initial event and they upgraded his transplant status to 1a. The center believed the issue was possibly related to a malpositioned inflow cannula, based upon x-ray and CT results. The device was not retained for return analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the lvad system produced multiple low speed advisory, pump stop, and low flow alarms. All of the events occurred and in the early morning hours, while the lvad system was supported by the power module. On 04/02/2017, the manufacturer¿s technical services representatives arrived onsite for a percutaneous lead evaluation, and the alarms could not be reproduced. The physician opted to take no further action at that time. An echocardiogram (echo) on (B)(6) 2017 revealed a decline in right ventricular systolic function since a prior echocardiogram on (B)(6) 2015, and the patient¿s aortic valve opened with each cardiac cycle. A CT scan on (B)(6) 2017, revealed that the device was appropriately positioned. There was no evidence of obstruction of the outflow graft. On (B)(6) 2017, it was reported that the lvad parameters remained low, and the patient continued to have heart failure symptoms. The lvad clinicians from the implanting center reported that based on x-ray and CT results, the event was possibly related to a malpositioned inflow cannula based. The patient was listed as transplant status 1a, and received a heart transplant on (B)(6) 2017.